Event description:
Boston scientific (bsc) crm received information that at the time of implant, this physician had trouble getting this lead to stay in position. He did finally get it to stay and two days later it had dislodged. The physician elected to try a flextend lead instead of the dextrus which worked better for this patient. No implant/explant or event dates were provided.